Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication cable was frayed which caused the boot failure. A field service engineer (fse) worked remotely with customer and the cable was replaced by customer after which the station powered up successfully and initialized without errors. The fse established and maintained a remote session to monitor system stability and services, while onsite staff completed an inventory cycle to confirm drawer communication, database synchronization, and overall functionality, with the system verified as fully operational and no further issues observed. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was not powering on. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.